Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. Haiou medical is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov who will pass along this information to haiou medical, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer communicated concerns with the safety syringe malfunctioning on multiple occasions. It was reported that the syringe was not properly retracting and as a result the needle was detaching from the syringe and remaining in the patient's arm. The other report was that there have been instances where the plunger malfunctioned, and the tip of the plunger detached from the plunger, disabling the safety malfunction of the syringe.